Manufacturer narrative:
. .

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device primed properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl, customer ran a self-test and it passed, ran displacement and it passed. The customer declined troubleshooting for the high blood glucose. Customer was able to get delivery and stopped again. Customer had already changed site twice, it was around 90 units and starts to give bolus with no delivery 85.9 units left and had alarm. Customer was reporting a past event. Customer reports alarm did not occur during manual prime. The insulin pump will be returned for analysis.